Event description:
The affiliate stated the customer reported blue fluid leaked within the instrument, at the middle portion of the system, involving the coulter lh 750 hematology analyzer. The operator was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. The customer stated patient results were not impacted. There was no patient consequence associated with this event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument. The customer indicated the laboratory has an exposure control and risk management plan in place.

Manufacturer narrative:
The field service engineer (fse) indicated a fluid leak, and the flowcell was heavily clogged. The fse cleaned the flowcell and resolved the reported issue. The fse performed quality control (qc) and verified system performance. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, a clogged flowcell is the likely cause of the event. Beckman coulter continues to track and trend any incident related to this issue. Beckman coulter internal identifier for this report is (B)(4).